Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had a pin hole opening at the ipg incision site. Additional information received indicates, the pin hole opening has closed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.